Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could be the mishandling of the device. However, pending quality investigations and/or additional information, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. In addition, even though the dentist did not provide sufficient information on the handling of the device, tests have shown that excessive pressure could be a causative factor for the disassembly of the device. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. The notice details the steps for correct assembly and disassembly procedure of the system with detailed illustration. Specific warnings are listed to prevent misuse of the device. The controls set up during manufacturing process permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n). Consequently, and without any further information, there is no need for risk assessment to be reviewed following this incident. Given that no investigations could be conducted due to insufficient information, no root cause could be determined. Consequently, no corrective action will be done. The practitioner did not communicate batch number of the device and did not precise the reference of the reusable handle used during the incident. Consequently, no further investigation is possible for this incident. A wrong use of the device by the practitioner can induce the disassembly of the device: use of a wrong handle (not a twist handle). Wrong assembly: the ergot of the handle was not "twisted" in the l-shape of the usp twist and/or partial insertion of the sheath in the handle. Use of multiple cartridges: resulting to a weakening of the lock-system on usp twist part a (l-shape).

Event description:
Spontaneous from united kingdom. Local reference: #(B)(4); (B)(4). Quality complaint references #(B)(4); (B)(4). This initial serious case report was received on 04-oct-2021 from a dentist by email and follow-up 1 was received on 09-nov-2021. Narrative: the report described cannula breakage of suspected device injection ultra safety plus twist in female patient during dental local anesthesia by periapical route via palatal injection prior unspecified dental procedure on unspecified teeth. A piece of cannula remained in patient's palate. The incident occurred on (B)(6) 2021 during a palatal infiltration procedure after single injection with one suspected dental needle. Whilst administrating la on patient right side of palate, the la holder broke which resulted in a fractured piece of the syringe in the patient's palate. The rest fell on the floor. The fractured piece of cannula could be extracted by the dentist without problem. No information available whether the cannula was bent prior to injection or if the procedure occurred without any problem (no sudden movement, no extreme pression at the time of the injection was required). It was reported that the patient was anxious. No further information was available regarding patient. No adverse event was reported. Other information of product: ultra safety plus twist (blue handle) (batch number and expiry date: unk) this case is serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) was considered as serious by company, not as serious by the initial reporter. Based on available data from quality department: the practitioner did not answer to the questionnaire and did not sent samples for investigation or communicate batch number of usp twist part a or part b. Consequently, no further investigation is possible on this case and this incident is closed in the data base. Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could be the mishandling of the device. However, pending quality investigations and/or additional information, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. In addition, even though the dentist did not provide sufficient information on the handling of the device, tests have shown that excessive pressure could be a causative factor for the disassembly of the device. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. The notice details the steps for correct assembly and disassembly procedure of the system with detailed illustration. Specific warnings are listed to prevent misuse of the device. The controls set up during manufacturing process permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n). Consequently, and without any further information, there is no need for risk assessment to be reviewed following this incident. Given that no investigations could be conducted due to insufficient information, no root cause could be determined. Consequently, no corrective action will be done. The practitioner did not communicate batch number of the device and did not precise the reference of the reusable handle used during the incident. Consequently, no further investigation is possible for this incident. A wrong use of the device by the practitioner can induce the disassembly of the device: use of a wrong handle (not a twist handle). Wrong assembly: the ergot of the handle was not "twisted" in the l-shape of the usp twist and/or partial insertion of the sheath in the handle . Use of multiple cartridges: resulting to a weakening of the lock-system on usp twist part a (l-shape).